Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the pump was returned with cracked and scratched display lens. Unrelated to the display issue, the keypad cover was returned torn. Evidence of contamination was found under all key contacts. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked and scratched display lens. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.